Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer blood glucose value was 17.0 mmol/l and 9.8 mmol/l. Customer stated that insulin pump had a white screen and then everything runs normal. The device will not be return for analysis.